Event description:
Received info stating customer was unable to complete fill tubing step during load process. Reportedly, the customer's blood glucose level was impacted.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.